Manufacturer narrative:
The investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number was 81185001 with an expiration date of 30-nov-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t gen5 (tnt-g5) assay on a cobas e801 analytical unit. Patient 1: initial result: 55 ng/l. Two new samples were drawn and tested, resulting in troponin t values of 11 ng/l and 10 ng/l. On (B)(6) 2025 and during the review of the daily result logs, a delta check pattern was observed, prompting the repeat of the original sample. The repeat results were both 12 ng/l (when tested on another e801). Patient 2 - the sample was tested on (B)(6) 2025: initial result: 57 ng/l. A new sample was drawn and tested, resulting in a troponin t value of 14 ng/l, prompting the repeat of the original sample. Repeat result: 17 ng/l. The repeat results were deemed to be correct.